Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The monitor's power source was adjusted to 5.03vdc. The sata cable, the power cable, ps1, ps2, and the backplate in the workstation were replaced. The system was tested and found to be working as intended and put back into svc.